Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein (rspv), there was weak phrenic nerve capture. Phrenic nerve palpation was then lost and a double stop was performed. The balloon catheter was repositioned several times but phrenic nerve was unable to be captured. After a waiting period, phrenic nerve stimulation was unsuccessful and the procedure was aborted while the patient was under general anesthesia. The patient was subsequently hospitalized. Two days post procedure, a test using chest fluoroscopy was performed and showed right hemidiaphragm paralysis. It was also reported that the patient was asymptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient data file showed 14 applications were performed using a 2af284 balloon catheter with lot number 11461. The patient data file also showed system notice 50012 (the refrigerant delivery path is obstructed) during the transition phase at the first application. The console output data (pressure, preset pressure, and flow) didn't show any temperature artifact. The pressure was tracking preset pressure and the flow readings were as expected. The received failure data file contained failure records for the date of the event. The failure file showed system notice 50012 on the reported date of the event. In conclusion, the clinical issue (phrenic nerve injury) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A 50012 system notice was confirmed through analysis. The reported issue phrenic nerve issue and aborted under general anesthesia cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.